Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. At the time of the system checkout the system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the site's navigation system was unable to receive exams from pacs. The navigation system could ping pacs but an error message showed up on the pacs side when they attempted to ping the navigation system. The clinical specialist confirmed the network information on the navigation system had been confirmed as correct. The it contact also confirmed there are no other systems on their network with that same ip address. Additional information was received stating that while on site the clinical specialist was unable to replicate the issue. They used the same wall jack, same port on the wall, and same ethernet cable. He asked it to look into issue further at the request of technical services as the issue does not appear to be due to the system but rather due to network latency issues. No patient was present.